Event description:
It was reported that shaft break occurred. The 85% stenosed, 13x4.0mm target lesion was located in the mildly tortuous and moderately calcified left main coronary artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft of the balloon was fractured. There were no fragments left inside the patient. The procedure completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluaed by MFR: returned device consisted of a quantum maverick mr balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube with no separation. Inspection of the remaining device found no other defects or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed, 13x4.0mm target lesion was located in the mildly tortuous and moderately calcified left main coronary artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft of the balloon was fractured. There were no fragments left inside the patient. The procedure completed with another of the same device. No patient complications were reported and the patient's status was stable.